Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: expiration date h3, h4, h6: a device history record (DHR) review was conducted: part number: 04.037.231s, 12mm/125 deg ti cann tfna 400mm/left- sterile, lot number: h659979 (sterile), lot quantity: 6, manufacturing location: monument, manufacturing date: 14-jun-2018, expiration date: 01-jun-2028. Work order traveler met all inspection acceptance criteria inspection sheet. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H6: patient code 3191 used to capture additional medical/surgical intervention required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in united kingdom as follows: it was reported that the patient was implanted with trochanteric fixation nail- advanced (tfna) system in (B)(6) 2019. Postoperatively on an unknown date in (B)(6) 2019 tfna nail broke. The patient has not been operated on again. Patient had a zimmer biomet nail implanted in (B)(6) 2018 prior to the tfna nail implantation in (B)(6) 2019. No further information provided. Concomitant device reported: tfna screw perforated (part # 04.038.200s, lot # lot h717715, quantity 1), locking screw (part # 04.005.548s, lot # 1l15832, quantity 1), locking screw (part # 04.005.538s, lot # 1l08508, quantity 1), locking screw (part # 04.005.544s, lot # 1l31843, quantity 1), synream reaming rod (part # 352.032s, lot # 1l80564, quantity 1), cerclage cable w/crimp (part # 611.105.01s, lot # 1l67252, quantity 1). This report is for one (1) tfna nail. This report is for 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient was underwent removal surgery for broken tfna. The patient also had a zimmer biomet nail failed in may. The surgery and patient outcome is unknown. Concomitant device reported: unknown helical blade (part # unknown, lot # unknown, quantity 1). Unknown locking screw (part # unknown, lot # unknown, quantity unknown). This report is for 1 of 1 for (B)(4).